Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). Additional emdrs were submitted to represent the bard/davol 3dmax (device #1) and the bard/davol mesh - ventralex (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2), ventralex and bard xenmatrix surgical graft on (B)(6) 2009 and/or (B)(6) 2010 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh (x2) and ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.